Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, active current measurement, and dat at 0.0869 inches. However, the pump was received with high sleep current. No pump error 82 alarm noted during testing. Successfully downloaded history files and traces using thump. Pump error 82 was found in the history file/long trace file on 04/05/2023 at 21:11:06.000. During self-test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly, which indicates the hardware worked as expected. Pump was cut open to perform visual inspection and found no moisture. Damage to the keypad assembly, electronic assembly, or motor assembly. Swapped pcba 2 board with a test board and sleep current measurement passed. Motor was tested outside of the device on the stb3 station and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted, during visual inspection: pillowing keypad overlay, battery tube threads cracked and cracked case (battery tube). Unable to confirm for software anomaly, due to insufficient data in the detail trace file [ 04/11/2023 at 02:34:06.000 entry in detail trace], problem isolated to the electronic assemblies. Cosmetic damage confirmed, at the battery tube threads and case (battery tube). Unable to verify customer alleged for high bgs. Unexpected battery power loss was confirmed, during testing the unit did not pass sleep current. Problem isolated to pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 370 mg/dl at the time of the event. And received the hrm task did not grant motor power in reasonable time(pump error 82). The customer also reported, insulin pump had a hairline crack. The customer was treated with the insulin pump and manual injection. Troubleshooting was partially performed and later declined. It was found, that the error occurred during the basal. The customer was able to clear the alarm successfully and stated, that the pump rewind was completed. No further patient complications were reported. The customer will discontinue the use of the insulin pump, and was returned for analysis.